Manufacturer narrative:
This follow-up report is being filed to relay additional information about the revision surgery, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, ¿fretting and crevice corrosion may occur at interfaces between components.¿

Event description:
Legal counsel for the patient reports that patient underwent left total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reports that a left revision procedure occurred on (B)(6) 2011 due to patient allegations of pain and elevated chromium levels. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reports that patient underwent left total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reports that a left revision procedure occurred on (B)(6) 2011 due to patient allegations of pain and elevated chromium levels. Additional information in patient's medical records indicate that the revision that took place on (B)(6) 2011 was due to pain and clicking. Revision operative notes indicate corrosive changes about the trunnion and cup was loose with no bone ingrowth. The stem was well fixed and remains implanted. The cup, modular head, and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-02421 / 02423).